Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. No intervention has been performed. The patient was stable and will continue being monitored.